Event description:
It was reported that the patient's first neurostimulator was supposed to last 3-5 years, but only lasted 11 months. The manufacturer's device registry showed that the ins was explanted approximately 4 years after it was implanted, however, the registry also showed that the patient was implanted with a new ins on (B)(6) 2006, approximately 11 months after the first ins was implanted. It was unclear if the patient stopped using the first ins after 11 months, or if the first ins was actually explanted when the new ins was implanted on (B)(6), 2006. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3487a-33 lot# j0537476v implanted: (B)(6) 2005 explanted: (B)(6) 2009; lead model 3887-33 lot# j0527289v implanted: (B)(6) 2005 explanted: unk; extension model 748925 serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2009; programmer model 7434a serial# (B)(4).